Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function device was not returned. Per instructions for use of the intrathecal catheter, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions through e-mail to report a catheter that was revised due to not being in a therapeutic location. Additional follow up confirmed that the catheter was originally placed in an inadequate position and was moved to a better position.